Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-08095 incorrectly with section b5 and it has been corrected in this report. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged sounds like something is loose inside the device and black dust is coming out of unit. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device's downloaded logs were reviewed by the manufacturer. There were 5 errors found and blower is cracked.